Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the devices were not returned, no evaluation of the devices could be performed.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for in-stent restenosis in the right superficial femoral artery using gore® viabahn® endoprosthesis. It was reported a bare metal stent had been previously implanted in the patient¿s right superficial femoral artery. Reportedly, both ends of the bare metal stents were highly calcified. After pta ballooning was performed using a jade pta balloon dilatation catheter 5mm x 8cm, the viabahn was inserted into the patient. The viabahn was advanced in the lesion to cover the bare metal stent. The deployment line was pulled without any difficulty. However, approximately only 5cm of the stent graft deployed. The rest of the stent graft remained constrained. The physician stated the suspected cause of the partial expansion is unknown. The physician was able to remove the viabahn along with the 6fr guiding sheath. The procedure was completed using another device. The physician stated there was no resistance during the deployment and it is suspected the deployment line broke during deployment.

Manufacturer narrative:
H6: code 10 - refer to the device evaluation summary below for the results of the engineering evaluation. The following was observed: the entire device was returned, including a sheath. The introducer sheath was not evaluated as it is not a gore product. The deployment line appeared to be broken near the endoprosthesis; three single fibers measured 3.6 cm, 1.8 cm and 0.4cm. Approximately 3.6 cm of the endoprosthesis was expanded. The remainder of the endoprosthesis was constrained by the inner braided constraining line. There appeared to be some delamination of the body tape in the body of the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.